Event description:
There have been 3 incidents (in 1 pt) of catheter malfunction. Resident went to the trauma bay to insert a triple lumen bolt system into the pt to monitor icp, pbto2 and btemp. The procedure went with out a hitch...dura opened, pbto2 and btemp probes were passed easily. The l-catheter was zeroed and was passed into the bolt system. A wave form did appear hoever, when the resident tightened the icp cap, the icp shot up to the 300's (with no wave) and red lines appeared where the icp number should read on the camino. The resident loosened and pulled the catheter out and tried again with the same result. A second l-catheter was then obtained and the procedure attempted a third time. The same result occurred. This time, however, the red lines disappeared and a message appeared...,"not connected...can not read." A third catheter was obtained and the procedure attempted for the fourth time. The the l-catheter placement was successful; the icp wave form was good and was <20. Last night (2 days after the fourth catheter was placed) this pt's icp began to trend upward. When the icp was sustained above 20 the pt went for a head CT. The CT showed no increase no increase in swelling and an evolving stroke. It was noted after the CT scan that the ico reading was 40-50 without a wave form. Multiple interventions were performed including sedation and mannitol. When the treating team was still unable to control the icp the decision was made to place a ventriculosotomy questioning the validity of the l-catheter. The opening pressure of the ventrix was 9 (l-catheter reading was still 40-50). Should say that during the time of increased icp reading from the l-catheter. Pbto2 did trend downward somewhat though never below appeared below 20. The sales rep was at the account. The sales rep believes the compression ring on the im3.st may be overtightened by the physician placing the device. The 110-4l is to be placed down the icp lumen sleeve, connected to the male/female connector, retracted until the black ring on the plastic sleeve is exposed prior to compressing the ring. The sales rep indicated this may be a placement issue. Two of the three catheters used will be returned for evaluation. Additional info was received from integra clinical educator, the educator spoke with the reporter and the director of clinical research at the facility in 2003. The placement of the catheter was discussed. Both contacts at the facility indicated the icp catheter was placed and showed high values in between 180 to 200. The second placement went well and was functioning for approximately two days with values reflecting 40-50. A CT scan was performed and the results did not correlate with the icp readings from the 110-4l. A ventricular catheter was placed on the pt with the icp readings correlating with the pt's condition. The other im3 components functioned as desired with no issues noted. Currently the pt is doing well and the icp monitoring may be discontinued within the next few days.